Event description:
During an upper endoscopy, the physician used a cook hercules 3 stage esophageal balloon dilator. The balloon was inflated to 20mm and held for approx one minute and deflated. It was then reinflated to 20mm and held for 15 seconds and then ruptured. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusion: we are unable to determine a definitive cause for the report of balloon rupture because the product could not be evaluated. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.